Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received one vtc/8.3 flexima regular catheter device loaded with metal cannula in original opened pouch with product label together with male septum and flexible stiffening cannula (separate - not stuck to pig tail portion of catheter). The packaging card and dfu were also returned with the device. The condition of the returned catheter indicated that it was not used. From a visual evaluation, it was found that white material was stuck to the coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The packaging card had signs of the catheter getting stuck to it. In addition to the white paper like foreign material on the catheter, clear dried residue was also present on the catheter pigtail and also metal cannula and flex cannula. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
It was reported that during the preparation for a nephrostomy tube exchange procedure, the physician noted while opening the package of a flexima drainage catheter that the flexible stiffening cannula was melted into the pigtail portion of the device. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during the preparation for a nephrostomy tube exchange procedure, the physician noted while opening the package of a flexima drainage catheter that the flexible stiffening cannula was melted into the pigtail portion of the device. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is fine.